Event description:
Our rep reports that during an arthroscopic knee procedure, a portion of the distal tip of a nitinol wire broke off into the pt's body. It was discovered post operatively and a 2nd surgery was performed to remove the fragment. At this re-surgery, the fragment was easily retrieved, and there was no disruption to the fixation. The pt is fine and without complication.

Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.